Event description:
It was reported that the patient presented to the emergency room with pain in the pocket area. An increase in atrial threshold was noted. The atrial lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.